Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings include the following: broken and flooded cable, charged coupled device flooded, scope mount variant, and video connector contact corrosion. A supplemental report will be submitted if any additional information is provided by the user facility. The following is to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be identified. This product otv-s7h-1d-f08e does not support autoclave sterilization. Therefore, it is estimated that the camera head was damaged and flooded due to the autoclave sterilization of this product. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was cable breakage and water ingression while using the camera head. The procedure was completed and there was no patient harm associated with the event.